Event description:
It was reported that during a acl reconstruction after t1 was deployed, t2 cannot be deployed. T2 was taken out by force and was tightened by push and kick cutter. T2 was fixed at the inner base of the meniscus in the joint cavity but the suture effect was not achieved, however, it was left attached in the meniscus. No patient injuries or delay reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
One fast fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remain on the delivery needle or were returned for examination. The actuator is in its t2 post deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The needle is bent. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.